Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open boil near spine on back. The patient reported a history of skin irritations. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed antibiotics for the wound and the patient¿s nursing team have been bandaging the area. Follow up indicated that the wound improved.

Manufacturer narrative:
Not applicable